Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-05283 and 2134265-2018-05282. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an unknown imaging catheter and a pullback sled to view the target lesion. However, it was reported that ilab ultrasound imaging system froze and turned blue screen during pullback. The issue was resolved after turning off and on the ilab main switch, but error 11006 occurred which correlates to "archive failed. Cannot convert case to dicom" and it could not perform network transfer. No patient complications were reported.